Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
New information indicates that the implantable cardioverter defibrillator (ICD) bluetooth telemetry was reestablished.